Event description:
Caller states the inner cannula is partially occluded at the tip. This was not noticed until in the pt & pt told of having trouble breathing. They pulled out the inner cannula & found that it was occluded at the tip. Caller states they think there may be a tear that happened during insertion but can not tell for sure. No pt harm or change in therapy.